Event description:
It was reported that during a coronary drug eluting stenting treatment procedure stent damage occurred. The 90% stenosed, 30mm in length target lesion was located in the severely tortuous and mildly calcified proximal to mid left anterior descending artery (lad). Vascular access was obtained via the right femoral artery. The lesion was predilated with a 2.0x15mm non bsc balloon. The balloon was inflated 6 times at 12atms for 9 seconds which reduced the stenosis to 60%. A 3.00x24mm taxus liberte stent was then advanced to the lad; however, the device was unable to cross the lesion. The device with removed from the patient and it was noticed that the stent struts were raised. The procedure was successfully completed by implanting overlapping 3.0x12mm taxus liberte and 2.25x24mm taxus liberte stents. The lesion was postdilated with a 3.0x15mm quantum maverick balloon. No patient complications were reported with the patient's current condition listed as 'stable'.